Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2021-04957. It was reported that the patient's system had high impedances on contacts on one of the two scs leads, causing ineffective therapy. In turn, the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue. Impedances were confirmed within acceptable range in post-op. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.